Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a secondary of an unspecified medication flowed into the primary infusion of normal saline. The bags and tubing were replaced and the infusion was completed without incident. There is no report of patient harm; additional event information has not been made available.

Manufacturer narrative:
The customer¿s report of backflow was not confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and no air bubbles or fluid was observed going into the primary bag. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0605¿ long. The particle was identified to be cellulous. The customer¿s report of a backflow was not confirmed.

Event description:
The customer reported a secondary of actemra flowed into the primary infusion of normal saline. Dosage and rate of medications and fluid infusing not available. The bags and tubing were replaced and the infusion was completed without incident.